Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter was detached from the push catheter. Reportedly, a retrieval device was not required to remove the detached guide catheter. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a naviflex rx delivery system was received for analysis. Visual inspection observed that the guide catheter was detached; however, destructive inspection was performed, and it was found that it was the pull wire that was kinked and broken, with the hypotube from the pull wire positioned inside the guide catheter. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of catheter-guide break. The observed event of pull wire kinked was most likely due to the placement of the device inside the patient, the tortuosity of the procedure or the physician's technique which resulted to the device not being able to be advanced in an appropriate way. This condition could have then caused the physician to use more force to deploy the stent and with this manipulation, the pull wire was unable to hold the pressure and became detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter was detached from the push catheter. Reportedly, a retrieval device was not required to remove the detached guide catheter. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.